Event description:
The pt experienced intermittent changes in pain and therapeutic effect. A critical alarm was heard approx every 45 mins. The pt was seen in clinic. The pump logs showed 151 motor stalls, all recovering in about 1 hour or less from the last 2 days. The hcp was unable to identify any event or source of electromagnetic interference that would contribute to the stalls. The pump was set to minimum rate and the pt was treated with oral pain medications. The pump was used to deliver morphine, clonidine, and bupivacaine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.